Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the physician completed approximately two to three passes using the cat6. Subsequently, while tracking the cat6 through the clot, the tip of the cat6 became kinked. Therefore, it was removed. The procedure was completed using an indigo system catrx aspiration catheter (catrx) and the same sheath. There was no report of an adverse effect to the patient.